Event description:
It was reported by the customer, removal of the PICC line as the nurse discovered during sampling that it was not possible to aspirate blood. It sounded like a hissing noise and air entered the syringe. When the tape was removed, it was clearly visible that the PICC line catheter had broken off at the attachment point to the patient after the statlock. The PICC line was immediately removed, tip sent for cultures, and line discarded. There was no harm or medical intervention required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.